Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator synchronism is not working. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl device indicating that the device's synchronization is not functioning. The fse evaluated the device on-site at the customer¿s location. It was determined that the device's synchronization is not functioning. However, the global business solutions (gbs) team has already informed the customer that the equipment is at the end of its life (eol). The device will remain at the customer site, and no further evaluation is warranted at this time. Based on the information available there is insufficient information to confirm the cause of the reported problem. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. Philips has confirmed and informed the customer that the device has reached its end of life (eol). It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.